Event description:
It was reported that the atrial leadless pacemaker exhibited lower than expected battery life. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. Review of the information provided indicates the alleged short longevity is as-expected based on the programmed settings and clinical usage profile. There is no evidence of device malfunction.